Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead dislodged, which led to phrenic nerve stimulation. The lead was repositioned. Electrical measurements were normal. Phrenic nerve stimulation was no longer seen. The patient was stable post procedure.